Event description:
Procedure: cesarean section. According to the report: the needle tip broke off during a cesarian section. There were no reported ill effects to the pt. The case was not delayed in excess of 30 minutes, however, the needle tip was not retrieved.